Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a post-surgical check, the patient¿s right ventricular lead was oversensing far p-waves. Chest x-ray confirmed that the lead had become dislodged from the original position. The healthcare provider repositioned the lead. The patient was in atrial fibrillation with rapid ventricular response which resulted in the lead having a hard time staying pressed against the lower septum. The patient was reported as recovering.